Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently observed to be hot to the touch while charging. No temperature alarms were declared during the event. The customer provided a blood glucose (bg) of 130 mg/dl. The customer continued to use the pump for insulin therapy.